Event description:
It was reported by a patient family member that the patient recieved blunt force trauma to the chest area. Soon after the patient began receiving shocks, multiple shocks were deleivered and the patient required surgery and a transfer to another facility where she expired. The cause of death is listed as natural causes. There had been no previous complaints or allegations on the implantable cardiac defibrilator or any of the 2 associated leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.